Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the lifeband (lot # 146210) was able to clip to the customer's autopulse platform; however, the platform displayed a user advisory (ua) 12 (lifeband not present) error message. Per customer, the lifeband was not loose and did not fall out. The user removed and re-installed the lifeband multiple times to troubleshoot, but the issue persisted. The lifeband was replaced, and the ua12 error message was cleared. As per the customer, the autopulse platform was able to function properly with other lifebands. No patient involvement.